Manufacturer narrative:
The technician tightened the brake adjuster and replaced the brake casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed was not braking properly. No injury reported.